Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. However, it is likely that the phenomenon occurred due to faulty video connector. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center had no image/ the image blacked out. The patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image/black screen, was confirmed due to a defective video connector. The device evaluation also found the following non-reportable finding: the cord holder of the cover was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.